Event description:
It was reported that the ilet pump¿s touchscreen was cracked of unknown cause, the touchscreen remained responsive, and blood glucose control and pump therapy were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health beyond loss of watertight integrity and the need for device replacement. Investigation included requesting the device return and obtaining user feedback and photos. Investigation of this case revealed physical damage to the touchscreen with retained device functionality but compromised sealing. It was concluded that the device sustained mechanical damage, functionality could not be assured, and the device should be replaced, with the patient referred to their healthcare provider for a backup therapy plan and advised to discontinue use until the replacement is received.